Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the right side fork bolt fell off of the caster and fork.